Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
The field application specialist reported the user experienced issues with t3 qc running high after replacement of the measuring cell. To troubleshoot the issue, the user repeated three patient samples which had been previously reported. Of the data provided, the results for one sample were discrepant. The initial result was 63 ng/dl and the repeat result while the qc was out of acceptable range was 74 ng/dl. The user sent the sample to a sister lab for testing on (B) (6) 2010 and a result of 76.5 ng/dl was received. The repeat result on (B) (6) 2010 after recalibration with fresh calibrator material and acceptable qc was 71.86 ng/dl. The initial results which had been reported were considered to be correct and were not questioned by the physician. None of the repeat results were reported. The t3 reagent lot number was 15601201. The field application specialist determined there was an old calibrator in use and reconstituted a new calibrator and recalibrated the assay. To verify analyzer operation, she performed quality control with results within range. She also repeated patient samples and results correlated to the results from before the measuring cell change.

Manufacturer narrative:
Further investigation of the event determined possible reasons for the discrepant result might be sample handling such as freezing and thawing, in combination with the measuring cell change and use of different reagent lots. No adverse events were reported.